Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information per medical record received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, updated g2, additional code added to h6 type of investigation, and corrected h6 investigation findings.

Event description:
Per the medical record received, the patient successfully underwent tavr but developed an aortic dissection involving both the ascending and descending thoracic aorta, which was deemed iatrogenic and related to the tavr procedure. This was discovered when the patient lost pedal pulses, confirmed by vascular ultrasound. An aortogram and CT scan revealed the extent of the dissection. Due to the high surgical risk, conservative management was chosen. The patient passed away approximately two hours later.

Event description:
As reported from edwards lifesciences patient support, a care advocate stated the patient passed away the same day as the implant of a 26mm sapien 3 ultra resilia valve in the aortic position. Per care advocate, patient died from complications caused by a "tear in his aorta." Despite multiple investigational attempts, it was not possible to obtain additional details regarding this event.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.